Manufacturer narrative:
Alleged failure: during a laparoscopic cholecystectomy performed by dr. Primomo, one of our stryker debakey inserts (cat #: 250-080-748 lot #1246159) broke while being used on a patient. I believe that the cause of the malfunction was that the screw that connects the jaws at the distal tip, became disconnected to one side of the jaws. The screw is still attached to the other side of the jaw the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force, or rotational force with the jaw under load. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the device broke during the procedure. Additional information confirmed that no broken pieceswere left inside the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. Additional information confirmed that no broken pieces were left inside the patient.